Manufacturer narrative:
A detergent tube kit was ordered for the facility. The facility's olympus trained biomedical engineer will complete the repairs. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was initially reported there was a problem with the detergent tubing of the endoscope reprocessor. During a follow up call, the customer advised the detergent had leaked to the bottom of the device. The customer activated the detergent pump and found the tube connecting to the detergent nozzle was leaking. The customer trimmed the tubing but was unable to connect it to the detergent nozzle. There was no patient involvement or impact to patient care due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. It is possible the tube became cracked through external factors, allowing detergent to enter the cracks and cause the tube to tear through a chemical attack. Olympus will continue to monitor the field performance of this device.